Event description:
In 1999 an rn put a catheter in pt. Next day it had leaked. She put a kotex around it- did not replace it. On event day at 1:00 am and 4 hours prior pt's abdomen swollen - pushing blood out of their mouth - tearing their stomach (catheter stopped working) causing sepsis (back up of feces in stomach - catheter was defective and should have been replaced - rn not competent. Less than 2 days rn - put wrong size of catheter.